Manufacturer narrative:
The reported event was addressed with phone support. The customer called technical support engineer (tse) to report that the use of one instrument was causing another to fire. Tse advised the customer to restart the system and the generator which resolved the issue. No site visit was conducted. The system was working properly and no additional action was required. The probable root cause is attributed to system issues related to error messages/faults which can be worked through with troubleshooting measures or restarting the system. Errors occur when the system has detected a potential issue, or when it cannot be sure there is no issue and, therefore, the system transitions to a safe error state.

Event description:
It was reported that during a malignant hysterectomy procedure, when fenestrated bipolar forceps was installed on arm 1 and maryland bipolar forceps on arm 4, activation of one instrument occasionally caused the other to fire. The issue had occurred several times prior to the call. The technical support engineer checked the error logs and found only a few ¿energy activation halted¿ events that appeared unrelated. The engineer advised replacing the bipolar cords, restarting the system, and restarting the erbe. About 15 minutes later, the engineer followed up with the hospital, and it was confirmed that the erbe had been restarted and the instruments re-seated, after which the issue appeared resolved. A system restart could not be performed at that time due to ongoing procedures but was planned between cases. The nurse was asked to call back during the next procedure to confirm resolution. Later, the engineer called the hospital and was informed that the next case went well with no issues. The customer reported event has no report of patient injury. Isi followed up with the initial reporter and obtained the following additional information: the issue occurred during coagulation of various tissues related the hysterectomy procedure steps. The fenestrated (part 471205-17 / lot 240314 0418) and maryland bipolar (part 471172/ lot 250702 0352) instruments will not be returned to isi for evaluation as they were returned to circulation. During the event, the surgeon was pressing a foot pedal to activate the energy for an instrument, but it is unclear which pedal was pressed. No other generator was used, and no arcing was observed from the bipolar instruments. An 8mm da vinci cannula was used, and there was no double-cannulation during the procedure. There was no monopolar instrument energized nearby during the incident. The surgical staff confirmed the user interface displayed correct information about activation status and instruments. The instrument tips were in contact with various tissues related to hysterectomy steps, but there was no unexpected thermal damage or patient injury reported.